Manufacturer narrative:
Printouts were sent to technical services and showed a consistent 1:1 a to v relationship. The onset was gradual and after the device¿s duration was satisfied, the rhythm was considered stable. A gradual-stable rhythm means that the device's therapy decision is to withhold shock therapy. The shock morphology is unusual with late t-waves that are very large. There is no undersensing in the right ventricle. The fcr was unsure if the device's sustained rate duration (srd) was programmed off. Ts recommended that the device be interrogated and a save-to-disk be obtained for review by ts. The local representative was planning to e-mail stored data from the usb. Boston scientific received information that this patient died on (B)(6) 2016. According to the fcr, the patient's medical history was significant for past infections involving both right and left sided implants. Some chronic leads were surgically capped at the time of the device explant procedure. Boston scientific products will not be returned to boston scientific.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The patient was admitted into the hospital on (B)(6) 2016. It appears that the family was preparing to bring the patient into the hospital for system extraction due to infection. According to the fcr, the infection was not medically verified as the explant procedure was not completed. While at home, paramedics were contacted because the patient wasn't feeling well. The patient was conscious and talking when he was moved into the emergency vehicle but then passed out. The paramedics recorded a spontaneous ventricular tachycardia (vt) with a rate of 150 bpm. The device's rate cut-off had been programmed to 160 bpm. It appears that a 100 joule external shock was delivered. The recorded episode was around 13:13 and the paramedics printouts showed a time of 13:45. The fcr commented that the patient may have been in vt for quite a while, but likely just below the programmed rate cut-off. The patient is currently intubated and is nonresponsive.